Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). Livanova (B)(4) learned that the device was cleaned and disinfected according to the instruction for use and that the device is placed inside the operating room. A laboratory report confirming mycobacterium chimaera contamination was submitted. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There was no known patient involvement.